Manufacturer narrative:
Device is reported to be available for return; however, it has not been received.

Event description:
Event occurred involving a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where the reported stated that there were air bubbles in the tube during the infusion. They stated that air passed through cassette during usage. There was no patient harm and there was no adverse event as a result of this event.

Manufacturer narrative:
One used device was returned fore valuation as well as one picture of the set showing bubbles in the tubing. The set was attached to an ICU medical provided IV bag, primed per packaging directions and an infusion test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, occlusion alarms, or air in line alarms generated and no restrictions in flow were observed. The set was leak tested and no leakage or air in line was observed. The reported complaint of bubbles in the tube can be confirmed based on the provided picture but cannot be replicated. The probable cause is unknown. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.